Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) detected low intrinsic r wave amplitude, increased thresholds and loss of capture of this defibrillation lead. There was an allegation that this defibrillation lead and this coronary sinus lead dislodged.